Manufacturer narrative:
Reported event: a hardware error #19 during tibia burring occurred delaying the case by roughly 8 minutes was reported. Method & results: device inspection - the device was identified as pn: 204000 2.1 rio robotic arm int. Orth. System, lot #: 147. The product was not received. Device inspection was performed. During inspection of the rio, reported errors were confirmed in the software logs. The motion controller assembly was replaced. All required testing was completed successfully. (B)(4). Complaint history review - based on the device identification (pn 204000), the complaint databases were reviewed from 2011 to present for similar reported events regarding haptics not engaging. (B)(4).

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the burring of the tibia, the rio displayed hardware error messages and the robot has to be shut down and be reset to in order to proceed with the case. There was a minimal case delay of approximately 8 minutes when the makoplasty specialist performed troubleshooting activities. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the burring of the tibia, the rio displayed hardware error messages and the robot has to be shut down and be reset to in order to proceed with the case. There was a minimal case delay of approximately 8 minutes when the makoplasty specialist performed troubleshooting activities. The outcome of the case was successful.